Event description:
It was reported, that the patient is having a problem where they are getting shocks. And they can't seem to find out how to stop it. Caller states, the patient started feeling the shocks early this morning and then it subsided, but now it is starting again. Patient states, they are feeling the shocking in their hands, arms, and jaw. Caller states, they informed the healthcare provider (hcp), but the hcp did not seem like it was an issue. Patient has not had any hard falls in the past few days. The patient was told to charge up the handset and they did that, and then patient started getting shocks. Patient service specialist asked caller if they may have accidentally turned therapy off. And caller states, they don't think so. Caller states, patient was told not to turn therapy on yet, due to patient just being implanted. Caller also mentioned, patient has a problem with walking right now, but has parkinson's. And also had a problem before the implant. During troubleshooting, it was found therapy is off. But it was made clear the hcp did not want therapy on yet. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.